Event description:
1. Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel® dxc 600i synchron® access® clinical system.2. A patient sample when tested for accutni gave a result of 7.52ng/ml. When repeated on a different instrument, this sample gave a result of 0.30ng/ml.3. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
1. Sample was collected in plastic bd lithium heparin tubes.2. Qc is run daily and resulted within specifications prior to and after the event.3. System check performed on 05/03/2009 resulted within specifications.3. A field service engineer (fse) was dispatched for this event on (B)(4) 2009. Fse performed verification testing and a system check which passed within established specifications.4. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.